Event description:
It was reported that an educator experienced a pairing failure while attempting to connect a freestyle libre 3 plus sensor to the ilet during initial setup, after which the user subsequently obtained glucose readings and no further assistance was required. Symptoms included no adverse clinical effects. Outcomes included resolution of the connectivity issue without medical intervention or hospitalization. Investigation included customer support troubleshooting and education conducted remotely. Investigation of this case revealed that the pairing failure was transient and resolved through standard troubleshooting steps, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup issues.